Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 5 ml/hr, procedure: ankle repair, cathplace: thigh, infusion start time and date: (B)(6) 2017 9:32 am, infusion end time and date: (B)(6) 2017 9:32 am. It was reported by a facility nurse that a patient pushed the ondemand button on a home-pump, and the button did not pop back up after 60 minutes of pushing. At that time, the tubing was immediately clamped and the anesthesiologist was called. Additional information received on 24-jan-2017 stated that the patient was in stable condition and did not exhibit any signs or symptoms of drug toxicity. The orange indicator was noted at the bottom.